Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a leak near the nose of the adapter during a catheter leak test. Split tubing was observed on the catheter tubing at the flaring site at the metal wedge. For further analysis, the catheter tubing was cut cross-sectionally near the adapter nose to observe the six stripes image. No abnormality was observed on split tubing filled stripes, as the stripe location was centered. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The assembly process was reviewed. The machines where the catheter tubing was flared onto the metal wedge were reviewed and there was no machine issue observed which could cause the observed split tubing. It was suspected that the split tubing could be caused by a tubing defect, which caused the tubing to be weakened and split when flared onto the metal wedge during assembly. The occurrence rate for leakage due to split tubing for tuas insyte products is low based on the number of complaints received per sales volume in the past 12 months. Current controls are in-process visual inspections in place to check for catheter tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. Revision of the in-process inspection form was completed to add cleaning of the dye after each produced spool. The complaint lot was manufactured before the action implementation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in leaked this is a complaint about leakage from connection. It was reported that when infusing, the liquid leaked out from the connection with the insight. The leaked fluid is heparin.